Manufacturer narrative:
H11. Correction - this case has been determined to be a duplicate. This case will be closed, all new/additional information will be reported in MFR#1038671-2024-00738.

Manufacturer narrative:
H10. D10. Concomitants: 5534094 200-02-35 three peg patella 35mm. 5054064 02-010-04-0340 logic cr femoral por, right, sz 4. 4410922 02-012-45-4040 lgc tibial fit tray cem sz 4f / 4t. H6. Investigation results -the logic cr tib insert with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and swelling cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. The device has not been explanted. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documents that a patient is having right knee pain and swelling. The patient had bilateral knee replacements on (B)(6) 2018 and was scheduled for surgical revision in (B)(6) 2024. As of (B)(6) 2024, there has been no notification of surgical revision. There is no other patient demographic or medical history available. There are no images of the device provided. No additional information is available.